Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a right inguinal hernia repair surgery on (B)(6) 2009 and mesh was implanted. Additional information was provided that the patient underwent ablation of his right ilioinguinal nerve on (B)(6) 2016. No additional information is provided.